Event description:
It was reported that a 76 yo female patient who had their left knee implanted underwent a revision procedure approximately 4 years 1 month post the initial procedure. The patient had needed to be revised due to the wrong packed liners. Because of wear they did need to revise the patient. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted device is available for return. Device images were provided. No further information.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d9. H3 - the revision reported may have been the result of prosthesis wear and/or the inclusion of the polyethylene component in the packaging recall. However, most of the observed damage appears consistent with overhanging bone or bone cement interacting with the lateral non-articular edges of the tibial insert rather than articular surface wear. Possible causes of the polyethylene wear of the posterior edge includes high contact stress during knee flexion and inclusion of the polyethylene in the packaging recall or any combination of these possibilities, however the sequence of events as they contributed to the wear cannot be confirmed. H6. The following sections were corrected: h6 - 4118, 3233, 11 codes no longer apply. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.